Manufacturer narrative:
(B)(4). We received 4 sterican 0,80x40 gr.2 21gx11/2 standard in original packaging. The received samples were taken to a visual examination. Damages were not detected at the samples. We detected at 3 samples inside the primary package several particles (white and brown). The particles are also inside the lli-cones of the samples. The received samples are not within our specification. We have informed our manufacturer accordingly. Define: bbm received 4 sterican 0,80x40 gr.2 21gx11/2 standard in original packaging. Bmi 4 sterican g21x1 1/2" 0.80x40mm green in opened packaging. Measure: visual inspection on the returned samples found 3 of the returned sample found with loose foreign particles on the hub and cap. Analysis: reviewed batch manufacturing record for batch 15a10g8821 found no abnormalities during assembly in-process, packaging in process and final control. Sample was sent to nm lab for comparison of ftir spectrum with loose particle reference collected from at feeder area. Comparison ftir spectra between loose white particles from the defect sample and loose particle reference sample which collected at the packing feeder machine. The matching percentage is (B)(4). Conclusion: the returned sample found loose particle inside primary packaging. There is high possibility that the loose particles originated from the feeder and fall to the product during loading process. The complaint classified as justified. Justification: justified.

Manufacturer narrative:
(B)(4). We received 4 sterican 0,80x40 gr.2 21gx11/2 standard in original packaging. The received samples were taken to a visual examination. Damages were not detected at the samples. On 3 samples we detected inside the primary package several particles (white and brown). The particles are also inside the lli-cones of the samples. The received samples are not within our specification. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): one of the nursing staff members in ward 15 noticed white dust particles on the inside of the green luer slip of the needle.